Manufacturer narrative:
The hospital reported a non-ge healthcare accessory was used for the reported issue. However, the hospital would not identify the manufacturer of the accessory. A report of suction failure is reportable, therefore the event is being reported. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.